Event description:
I received info that my CPAP was defective. Some people were referred to a local vendor for a temporary replacement part but I was not. Philips is sending some client new machines but not all according to a letter I recently received. It apparat's to me that this is unequal treatment of clients. What can be done? Philips is being very slow about replacements. FDA safety report ID# (B)(4).